Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer reported that he was implanted with a 17.5 d intraocular lens; three days post implant, the patient experienced a severe pain in the eye. The patient used steroid drops which helped, but continue to have a throbbing ache and his vision worsened. The consumer was examined by his doctor on multiple occasions, but the surgeon was unable to identify the source of the pain. Subsequently, the consumer was seen by another surgeon, which identified one of the lens haptics was out of the bag and in the front of the eye. The patient was scheduled to reposition the lens; however, the lens was very secure and the surgeon couldn't move it, which lead to a lens replacement. The lens was removed and another lens (16.5d) was implanted in the sulcus due to damaged bag. The consumer is dissatisfied with his visual outcome post lens replacement and is displeased about wearing glasses for the rest of his life. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the lens was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.